Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported that one week later, the patient returned to the hospital with abdominal pain and constipation and cta revealed a type ii or type ia endoleak with compression of the main body stent graft. It was reported that 2 days later, the physician extended proximally with an endurant cuff and placed a non mdt stent also in the angulated aortic neck where compression was noted. As per the physician, the cause of the event was anatomy related due to a severely tortuous proximal neck. No additional clinical sequelae were reported and the patient will be monitored.